Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Base hardware failure - failed code (B)(4) and battery communication timeout were found in the event history log. The base hardware failure was found at power up. The root cause of the reported issue was found to be the interconnect board does not operate as intended which was causing the battery communication timeout. Replaced interconnect board. Performed power up process and all functional testing which passed.

Event description:
It was reported that the base hardware failed and does not recognize connected battery. No patient injury was reported.